Event description:
This rv single coil lead was implanted in an unknown date. In a call log placed to technical services on july 26, 2017, the lead exhibited a shock impedance of >200 ohms during a lead revision. Technical services confirmed that a shock impedance of >200 ohms would be reported if a single coil lead was attached and if a device was still programmed as triad. The lead was then explanted . The patient was only exposed to one procedure. The physician was unknown at an unknown hospital in ireland. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).